Event description:
It was reported that on (B)(6) 2009 an ams sparc sling system was implanted because, the "plaintiff has a condition that required surgical intervention for repair. It was alleged by the attorney for the plaintiff that "within months of the initial procedure, plaintiff "suffered debilitating injuries including mesh erosion, hardening, dense scarring, chronic pain and worsening urination leading to the need for dangerous and serious surgery; required and will continue to require healthcare and services," has "suffered and will continue to suffer mental anguish, diminished capacity for the enjoyment of life, a diminished quality of life, chronic debilitating pain, and other such damages." It was also alleged that "as a result of the implanted product plaintiff was caused and/or in the future will be caused to suffer severe personal injuries, pain and suffering, severe emotional distress and other damages."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.